Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm occurred on second time. The customer¿s blood glucose was 86 mg/dl at the time of incident and current blood glucose level was 136 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete insulin pump rewind. Customer also reported that the performed self test and the test did not pass. Customer stated that the fill cannula was recorded in daily history. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self test. No hardware low level failures was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. No pump error was noted during testing. However, pump error alarm (file number = 32010, line number = 2725) is found in the pump history file due to a software error.